Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and passed all self-tests alongside random manual power ons, up to the (B)(6) 2014. The device records multiple self test fails due to a low battery between (B)(6) 2014 and the (B)(6) 2015. Several manual power ups mainly of ten minutes duration were observed in the device memory throughout the history log. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be a measured with a known good membrane fitted. Voltage fluctuation across the pogo pins was reduced enough to potentially cause the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.